Event description:
The customer originally contact olympus and reported to olympus the distal cover came off in the patient's airway at the bifurcation. A laryngoscope was used to retrieve the distal cover. These events have been reported in (B)(6): tjf-q190v, 2022707 and (B)(6): maj-2315, h1x08. The customer also reported there was a separate incident where the technician was putting on the cap and she realized the perforation line on the cap was already torn. This event will be reported in (B)(6). A physician also reported to the facility, 'this issue is happening at other facilities as well.' Multiple attempts have been made to clarify 'this issue' but the customer has not responded. Therefor, it is unknown if this is involving other patients and the cap falling off in the airway or the cap breaking at the perforation line when attaching to the endoscope before use. This report is for (B)(6) for the endoscope.